Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2014. Vessel morphology is unknown. It was reported that approximately one month post index, the patient fell. The patient visited an orthopedist for lower leg pain, but the pain seemed to originate from a disc injury caused by the fall. Later tests showed a decreased abi and the orthopedist determined that this was likely due to a vascular issue. A CT scan confirmed left limb occlusion. The patient underwent a fem-fem bypass. No additional clinical sequelae were reported and the patient status is unknown.

Manufacturer narrative:
(B)(4).